Event description:
Per the clinic, the patient was having hygiene issues and not able to keep the area clean enough. Subsequently, the patient was treated with oral and topical antibiotics. It was reported that the patient underwent revision surgery on (B)(6) 2024 under general anaesthesia, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported).